Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified no issues were found with the ipg. Surgical intervention took place to revise the leads. The lead issue is reported in MFR report #s 1627487-2014-00448 and 1627487-2014-00449 the replacement and repositioning of the leads resolved the reported issue. The patient is reportedly satisfied with the results of the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified one of the patient's leads has migrated to the ipg. The physician attributed the pocket stimulation/discomfort to this migration. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2014-00448 and 00449. It was reported the patient is experiencing a burning sensation at the ipg site when stimulation is in use. In addition, the patient alleges ineffective stimulation coverage for which reprogramming efforts have been unsuccessful. A diagnostic test revealed low impedance readings for all lead contacts. X-rays of the patient's scs system will be taken for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient experienced stimulation only in the ipg pocket. The patient also stated to have experienced a fall. Also, diagnostics determined low impedances.